Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that debris in drawer five caused two rows to be missing and not detected on the bus. A field service engineer (fse) cleared the debris and restored the connections, after which the affected rows reappeared on the bus. The customer completed inventory testing and confirmed the issue was resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es four pockets were failed and cannot be recovered. The customer confirmed that the station had already been rebooted; however, the pockets remained in a failed state. Additionally, the user was unable to physically remove the affected pockets from the socket. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.